Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 599 mg/dl; cause was unknown. While in the ER, the customer's bg was monitored and water was provided. Customer was advised to administer a correction bolus to address the bg. Customer was discharged later the same day with the issue resolved and no permanent damage.